Event description:
It was reported the patient has not used his scs system in over a year; as it was not providing adequate relief for the patient (reference MFR. Reports: 1627487-2014-25053 and 25054). It was also reported the patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 and had the system explanted. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.